Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the scroll compressor as a service courtesy and installed mylar insulator on video generator board as per service bulletin. He then completed pm with full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
While performing a preventative maintenance (pm) service on the cardiosave intra-aortic balloon pump (iabp), the field service engineer (fse) discovered that the compressor would not adjust within specification. There was no patient involvement and no adverse event was reported.